Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported in a telephone call with the customer that there was a fluid leak in the catheters of two patients a few days. This report refers to patient 2.